Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and charging cable. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer. The customer has manual insulin supplies on hand if needed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.